Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported the device was not used past its expiry date. This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report. The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced a lower urinary tract infection (uti). The patient received antibiotics and the uti was resolved on (B)(6) 2014. This event was assessed as moderate in severity, and possibly related to the device/procedure. On (B)(6) 2014, the patient experienced daily pelvic pain and de novo dyspareunia and sought medical attention. These events were unresolved as of the patient's last visit on (B)(6) 2014, and vicodin was prescribed (B)(6) 2014. These events were assessed as moderate in severity and probably related to the device/procedure. Additional information august 1, 2016. For the event of "daily pelvic pain", diazepam was prescribed on (B)(6) 2015 and ultram was prescribed on (B)(6) 2016. The "daily pelvic pain" event was re-characterized as ¿levator spasm¿ on (B)(6) 2016. The levator spasm and dyspareunia were still unresolved as of the last patient visit on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced a lower urinary tract infection (uti). The patient received antibiotics and the uti was resolved on (B)(6) 2014. This event was assessed as moderate in severity, and possibly related to the device/procedure. On (B)(6) 2014, the patient experienced daily pelvic pain and de novo dyspareunia and sought medical attention. These events were unresolved as of the patient's last visit on (B)(6) 2014, and vicodin was prescribed (B)(6) 2014. These events were assessed as moderate in severity and probably related to the device/procedure.